Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately over the last six months.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the facility.